Manufacturer narrative:
Patient ID: (B)(6). Additional product code: hwc. This report is for an unknown helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Partial part number of 04.013.0xx provided. Exact date unknown; reported as (B)(6) 2015. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a (B)(6) female patient had a revision surgery (B)(6) 2016 due to painful hardware. The patient had a femur fracture 2 years ago (date unknown) and a non-synthes nail was implanted. The non-synthes nail broke and the patient was revised with a synthes retrograde femoral nail implant (B)(6) 2015. It was noted the screws were a little long. On (B)(6) 2016, the patient had all hardware removed (three 5.0 locking screws, nail, end cap and blade). There was no surgical delay. The procedure was successfully completed and patient outcome good. This report is for an unknown helical blade. This is report 3 of 4 for (B)(4).